Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were getting poor communication on their programmer and weren¿t able to communicate with their recharger. The patient reported that they were seeing the ¿reposition antenna¿ screen on the recharger and needed to have an MRI but they couldn¿t connect. The patient stated that they couldn¿t connect with the programmer either. It was noted that these issues started a day prior to the date of this report. The patient stated that their last successful charge session was on (B)(6) 2016 and the last time they felt stimulation was on (B)(6) 2016 ¿maybe,¿ but they didn¿t really notice the stimulation so they weren¿t sure. This was considered a sudden change in therapy/symptoms. It was also reported that the patient had gotten into a car accident on (B)(6) 2016 in which they got rear ended. The patient stated that since the car accident, they began having pain going down their legs again and it had been getting worse. The patient stated that the pain was really bad on the day prior to the date of this report. It was noted that the patient¿s device didn¿t appear to be in an overdischarge state since they last felt stimulation and last charged on (B)(6) 2016. It was possible that the car accident could be a factor so the patient was redirected to their healthcare provider (hcp). Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.